Manufacturer narrative:
Qc was within specifications in late 2007. A system check performed on three days earlier meet specifications. The customer had not had any issues with other assays. The specimens were collected in lithium heparin tubes with gel and were centrifuged at 4,200 rpm for 7 mins. Based on available info, customer recently changed the centrifugation parameters. A field service engineer (fse) was dispatched to the customer's lab on early 2008: the fse removed and cleaned all pumps and wash carousel. The fse checked for leaks and stretched pump belts. The fse replaced aspirate probes and peri-pump tubing. The fse replaced duck bill and verified ejector plate alignments. The fse returned to the customer's lab on five days later: the fse performed diagnostic testing which passed within specifications. Per fse, pre-analytical sample handling info will be sent to the customer. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the unicel dxl 800 access immunoassay system for 2 pt samples. Initial results were: 1.37 ng/ml and 0.81 ng/ml for pt a and b respectively. The results were reported out of the lab. The customer re-tested the original samples and obtained lower results: 0.35 ng/ml for pt a and 0.04 ng/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.